Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual inspection of the returned device revealed that the distal tip was coated with poly with no evidence of missing coating. Kinks were located 1.5cm, 2cm, 3cm and 4cm from the distal end of the wire. An area of peeled coating was located 19.8cm from the proximal end of the guide wire. A ptfe adhesion test was performed and revealed that coating was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a percutaneous transluminal coronary angiography procedure missing coating was noted on the guide wire. The physician selected a choice pt guide wire and removed it from the package without issue. On unpacking the device the tip was found to be damaged and missing coating along 35cm of the guide wire. The device was never in contact with the patient. Another device was selected and the procedure was continued. There were no reported patient complications.

Event description:
It was reported that during preparation for a percutaneous transluminal coronary angiography procedure missing coating was noted on the guide wire. The physician selected a choice pt guide wire and removed it from the package without issue. On unpacking the device the tip was found to be damaged and missing coating along 35cm of the guide wire. The device was never in contact with the patient. Another device was selected and the procedure was continued. There were no reported patient complications.